Event description:
It was reported that the programmer regularly shuts down and restarts. The event occurred during a follow-up session. The programmer after two hours of operation stopped working and the screen remained dark. The programmer was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the power supply was defective. It was also noted that the power bay assembly was damaged. (B)(4).